Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the short port of the vasoview hemopro endoscopic vessel harvesting system would not stay inflated during the case. There were no pt effects and the case was completed using another vasoview hemopro evh system. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non-conformities with the device. The device was bloody. A functional test was performed on the device. The balloon was inflated with 25 cc of air and was able to be inflated, remain inflated, and deflated. Based upon this, the reported complaint could not be confirmed. (B)(4).